Event description:
Davinci monopolar curved scissors was noted by the surgeon to not be working properly during the case. While attempting remediation of the issue, it was observed that one of the gears from the gear box portion of the instrument had separated from its base. FDA safety report ID# (B)(4).